Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. There was also an increase in the pacing threshold measurements. A revision procedure was performed, and the ra was surgically abandoned. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. There was also an increase in the pacing threshold measurements. An x-ray was performed and a lead fracture was suspected. Subsequently, a revision procedure was performed, and the ra was attempted to be surgically removed, however, the ra lead was broken. The physician opted to remove the part of the ra lead broken and the rest of this lead was surgically abandoned. Another ra lead was successfully placed. No additional adverse patient effects were reported.